Event description:
It was reported that an infection occurred. Additional information obtained reported that the patient presented to a routine follow up appointment and upon inspection of the pocket, erosion was present. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947 implantable tachy lead 2008 (B)(6); 5076 implantable pacing lead 2008 (B)(6).